Event description:
It is reported that the brand new drill bit broke when it first made contact with bone.

Manufacturer narrative:
There were no patient details or surgical notes provided. In general, a drill bit fracture / bent can be caused by one of combination of the following: excessive force applied during usage. Continued operation of the drill after it was stuck against hard material. Rapid reversal of direction of rotation when the device is stuck. Excessive bending. Device wear due to usage with time. Low speed / high torque of operation. Based on the information provided, a definitive cause cannot be determined. This instrument has a potential field age of approximately 1 years, 8 months. It was reported that this was the first use of the drill bit. The device was found to meet print specification where measured. The manufacturing records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.